Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that they could not interrogate the system to determine the system integrity for a patient who needed to have an MRI. Additional information received reported that the implantable neurostimulator (ins) was in an overdischarged state. The patient had gained weight and the battery could not be charged therefore no information could be taken from the ins. It was assessed to replace the battery and reposition before a MRI.